Event description:
Indication for procedure: unknown. Procedure: manufacturer was provided very little detail regarding this lead removal case. The event reportedly occurred prior to (B) (6) 2009. During the removal of the leads, an av fistula was perforated, the patient was taken emergently to the or where the perforation was successfully repaired. Analysis: no devices were returned to the manufacturer as they were presumably disposed of during the code. Patient's outcome: patient's injury was successfully repaired, was transferred to inpatient status and reportedly expired several days post-operatively of unknown causes.

Manufacturer narrative:
Manufacturer dates for all devices: unknown.